Event description:
Pt admitted with ischemic pulmonary congestion and unstable angina requiring a 9 fr 40 cc iabp to be inserted. This was inserted at hosp on 3/29/95. Day #7 of iabp placement blood was noted in the tubing, iabp was ruptured. A second iabp was not inserted. Pt was made a dnr.